Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Evaluation summary: the lead was returned, analyzed, and no anomalies were found. (B)(4).

Event description:
It was reported that during the attempted implant, the stylet was stuck in the lead and could not be removed. The lead was explanted and a new lead was implanted. No patient complications have been reported as a result of this event.